Event description:
-Cardiovascular ICU- pt had IV fluids infusing thru a double lumen right ij cordis. Scheduled dose of IV ativan was administered thru the most distal y port of IV tubing. A bd blunt plastic cannula was used. After ativan was administered, the nurse removed the syringe from the y site of IV tubing, but the needleless cannula remained in the y site of tubing. The cannula had separated from the syringe barrel. Bleeding then occurred from the cannula -hub- that was left in the y site. The gravity created retrograde pressure allowing blood to spill onto floor. Bleeding recognized, md notified. The pt received IV fluids and blood for a drop in systolic b/p and hemoglobin. No injury to pt occurred.